Manufacturer narrative:
Method: actual device involved in incident evaluated. Conclusion: no defect found. Additional manufacturing narrative: the product sterile barrier pouch packaging was not returned to edwards for evaluation so the reported condition was unable to be confirmed. The device was returned in the packaging tray and the examination of the seal found it to be fully intact. No visual damage, contamination, or other abnormalities was found. The root cause of the reported condition was unable to be determined. Manufacturing records were reviewed and no related non-conformances were identified. The instructions for use and risk control measures are appropriate at this time. A complaint history review was performed and assessed the complaint trend as in control. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
It was reported one of the seals of the plastic packaging for this device had an approximately 1 cm gap on one of the sides of the seal. The customer described the product has three (3) outer packages. The outermost white box was reported to be in good condition without issues. The second plastic sealed packaging was not sealed ¿enough¿. The physician noted that this packaging had an air leak. The inner transparent packaging was in good condition without issues. The packaging issue was identified when the physician first went to open the package and get the product for use. There were no patient complications or injuries. The products were routinely stored in a stainless cabinet of the operation room at the hospital.

Manufacturer narrative:
Device will be evaluated upon receipt.